Event description:
It was reported that during preparation for a nasal turbinate procedure, the surgical staff attempted to use a coblator ii surgery system and a reflex ultra ptr plasma wand. Upon connecting the wand to the controller, there was no functionality from the wand, multiple wands were tested and each would not elicit plasma. A back up coblator ii surgery system was brought in and the procedure was completed successfully. The reported event caused a surgical delay of approximately 45 minutes. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight, and gender were not available.